Event description:
During the cooling phase of cardiopulmonary bypass (cpb) procedure, it was reported that it took much longer to lower the pt temp than per routine usage. The perfusionist felt the hoses running from and to the device. It was discovered that they were soft. As a result, an alternate device was employed and the remainder of the case was completed without issue. There was no delay in the surgery and no blood loss. The procedure was completed successfully, without harm to the pt. Investigation in process, but not yet completed.